Event description:
It was reported that patient experienced a blow to the chest and had over 400 asystole episodes that were all false due to under sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.